Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis with blood glucose of 470 mg/dl on (B)(6) 2020. The customer was treated with syringes, insulin drip, long and short acting insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin exited at the quick release. The customer also reported other blood glucose of 571 mg/dl. Customer declined to perform a carelink upload. The device will not be returned for analysis.